Event description:
The device was removed due to a "pump malfunction." The pump and assembly kit component(s) only were removed and replaced with another component. 10/4/96 operative report was obtained from the physician/surgeon's office. As stated "incision was made over the scrotum and carried down to expose the pump mechanism of the prosthesis and a leak was seen in the tubing from this prosthesis. The new pump mechanism was placed and connected with straight snap-lock connectors."